Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was getting a check energy cord message on the vessel sealer instrument when connected to the e-100. The customer moved the energy cable down to the integrated electrosurgical unit (iesu) and the vessel sealer instrument was working. The tse asked if the cable was loose on the e-100 and the customer stated that it was, but it seated correctly within the iesu. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the e-100 had an issue with the volume being too loud and then it started having issues generating power. The fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed, and failure analysis (fa) investigation replicated/confirmed the customer reported complaint. The e-100 was installed into the test system. Fa used vessel sealer extend instrument with a saline dipped gauze in the jaws and fire with yellow pedal/sync activations cut/seal about 100 times without any issue. However, failure analysis confirmed the volume is very loud.